Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Direct current resistance test showed conductive path was within specifications. No further testing was performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture at max output in all configurations, with decreased lv amplitude and pacing impedance measurements. An xray was not performed, however, a dislodgement was suspected. A lead revision was scheduled. The device system was programmed to the right ventricle (rv) only, pending the lead revision. During the lead revision procedure, it was observed that the lv lead was completely dislodged back into the device pocket and entirely through the suture sleeve. The physician attempted to reposition the lead, however, was unable to find a stable vein position. The lv lead was ultimately explanted. No further complications were observed.